Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: health impact codes: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9346063. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2017: (B)(6), md. Radiology ¿ CT abdomen / pelvis without contrast. Indication: ventral hernia, recurrent, generalized abdominal pain. Comparison: none. Findings: hepatic steatosis. Prior postsurgical changes including placement of anterior abdominal wall mesh seen. Impression: moderate right paraumbilical hernia containing fat. On (B)(6) 2017: (B)(6), md. Operative record. Preoperative diagnosis: umbilical hernia-recurrent. Postoperative diagnosis: same. Procedure performed: umbilical hernia repair with mesh placement. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Findings: recurrent umbilical hernia with omentum. Implants: mesh proceed med pvpm-log646641. Type: mesh. Action: implanted. Description of technique: ¿after induction of general endotracheal anesthesia, the abdomen was prepped with chloraprep and draped in the usual sterile fashion. An incision was made over the [sic] in a curvilinear fashion about the umbilicus. The hernia sack was dissected free from surrounding tissues. The sac was excised from the fascial defect and contents reduced. A 6.4 cm ventral patch mesh was used to repair the hernia. The [sic] was secured to the fascia with 0 surgilon. The defect was then closed with 0 surgilon. The umbilical skin was then anchored to the fascia with 2-0 vicryl. The skin was closed with a subcuticular suture of 4-0 monocryl. Dermabond was used as a dressing. The patient tolerated the procedure well and was taken to the pacu in stable condition.¿ disposition: the patient will be observed in asc and then discharged to home later today. See dc instructions. On (B)(6) 2017: (B)(6). Implant record. Mesh proceed. J & j ethicon inc. On (B)(6) 2017: (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: pain. Comparison: on (B)(6) 2017. Findings: mesh deep to anterior abdominal wall musculature is stable in appearance. In region of previous hernia is a 3.3 x 2.0 cm fluid collection with mild stringy infiltration of the surrounding fat. Impression: 3.3 cm fluid collection in right periumbilical region in area of previous fat containing periumbilical hernia on exam on (B)(6) 2017. Just deep to abdominal wall at this level is a curvilinear area of intermediate attenuation within the fat superficial to the anterior abdominal mesh. Curvilinear area represents a change from on (B)(6) 2017 and may be related to postoperative change. Fluid collection may represent resolving postoperative hematoma or seroma. In appropriate clinical setting an abscess is a consideration. On (B)(6) 2017: (B)(6), md. Radiology ¿ us abdomen, limited. Indication: epigastric pain, abdominal bloating, abdominal pain generalized. Findings: examination mildly limited by body habitus. Impression: severe diffuse hepatic steatosis. On (B)(6) 2017: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Indication: epigastric pain. Comparison: on (B)(6) 2017. Impression: postoperative changes related to a ventral hernia repair. The previously described fluid near the umbilicus has decreased in size and the curvilinear density superficial to the abdominal mesh has become less prominent. Most likely due to resolving postsurgical changes. Fatty hepatomegaly. Suspected uterine leiomyoma. On (B)(6) 2019: (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. History of hernia repair. Comparison: on (B)(6) 2017. Findings: very small hiatal hernia. Impression: re-demonstration of the ventral hernia repair. Soft tissue density in the subcutaneous tissues at the umbilicus, similar to prior exam. Fatty liver. Probable uterine leiomyoma unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernias. Postoperative diagnosis: ventral hernias. Procedure: laparoscopic gore-tex patch repair of the ventral hernias. Description: ¿the patient and surgical site were identified and informed consent was obtained. Patient was brought to the operating room and placed on the operating table in the supine position. Intravenous antibiotics was given preoperatively. General endotracheal anesthesia was induced. Entire abdomen was prepped and draped in a sterile fashion. Naropin 0.5 % was injected at the incision site. A 5 mm trocar was inserted through left upper quadrant incision under camera guidance. Pneumoperitoneum was induced with carbon dioxide and pressure was maintained and tolerated well at 15 mmhg. Three trocars were placed in the left flank area under direct vision. Approach was switched to this side and anterior abdominal wall was visualized. There is a well-defined umbilical hernia defect and epigastric hernia defect that is hidden in the end of the round ligament. Round ligament was dissected from the anterior abdominal wall all the way up to the xipohid [sic] process. The extent of hernia defects and anticipated repair was marked using transabdominally placed spinal needles. At least 5 cm overlap will be maintained in all direction beyond hernia defect. Measurements were taken deflated abdomen. Appropriate size dual mesh gore-tex patch was chosen for repair. Patch was trimmed to the appropriate size and shape and was marked for proper orientation. Four quadrant cardinal sutures of gore-tex were placed and patch was then rolled. Two additional 5 mm trocars were placed in the right flank area. The rolled gore-tex patch was inserted into the peritoneal cavity through the 10 mm trocar site. Patch was unrolled intra-abdominally and cardinal sutures were pulled through the abdominal wall through small stab incisions. Care was taken to position the patch centrally and tied to the anterior surface of the abdominal wall. When this was assured, cardinal sutures were tied and knots were buried subcutaneously. Next, titanium tacks were used to attach the edge of the patch to the peritoneum around the perimeter at 1 cm intervals. Four additional transabdominally placed sutures of gore-tex were used to secure the patch completely. Peritoneum was irrigated and good hemostasis and no enteric contents leaks were seen. Using endoclosure instrument, #0 was placed through the fascia at the 10 mm trocar site. All trocars were removed under direct vision and no bleeding was noted. Pneumoperitoneum was deflated and the vicryl was tied obtaining secure fascial closure. Subcutaneous was closed using interrupted #3-0 vicryl and skin was closed using staples. Sterile dressings and abdominal binder were secured. Patient was awakened and extubated in the operating room. She was taken to recovery room in satisfactory condition having tolerated the procedure well.¿ specimen: none. On (B)(6) 2012: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number 1dlmcp08. Lot batch code 9346063. W.l. Gore & associates. [Handwritten] 26.0 cm x 34.0 cm x 1.0 cm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/9346063) was implanted during the procedure. ??/??/??:[missing records: records detailing hernia recurrence and chronic abdominal pain were not provided.] There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, chronic abdominal pain. Additional event specific information was not provided.